Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient quit charging their ipg and it became inoperable. Surgical intervention took place to address the issue. Therapy was restored.

Manufacturer narrative:
The reported even for inoperable ipg was not confirmed. At receipt the ipg successfully communicate with lab utilities, accepted charge and was fully charged within specifications. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.